Event description:
It was reported that the zimmer air dermatome was tearing and chewing skin. The blades were changed and the user still had the same issue. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.